Event description:
This spontaneous case was received from (B)(6) 2013 from a healthcare professional and concerned a (B)(6) female pt. The pt had no relevant medical history and was not taking any concomitant medication. On an unk date, the pt had injected restylane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). The batch and expiry date used were not reported. On an unk date, the pt experienced glabellar necrosis after receiving restylane l. Reporter was contacted via phone but was unsuccessful. Hence, no other info or details regarding this adverse event are available at this time. (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The event glabellar necrosis assessed as serious, expected and possibly related.